Manufacturer narrative:
The manufacturer previously reported receiving information alleging that when the alarm silence button is pressed and the alarm is not cleared out, it takes 2 minutes to re-alarm instead of 1 minute after. The device was evaluated by the manufacturer and the complaint was confirmed. Since it was considered that a failure occurred in controlling the alarm sounds, the system pca/circuit board was replaced.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that when the alarm silence button is pressed and the alarm is not cleared out, it takes 2 minutes to re-alarm instead of 1 minute after. The device was evaluated by the manufacturer and the complaint was confirmed. Since it was considered that a failure occurred in controlling the alarm sounds, the system pca/circuit board was replaced. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging that when the alarm silence button is pressed and the alarm is not cleared out, it takes 2 minutes to re-alarm instead of 1 minute after. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to the manufacturer.